Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014: primary total right knee arthroplasty secondary to end stage arthritis. Attune implants were used as well as depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. On (B)(6) 2015: the patient underwent revision of the right knee secondary to suspected probable infection. The patient presented with edema, fever and lab values consistent with infection. Intraoperatively, a hematoma was discovered and removed. There were no signs of obvious infection. The components were examined next with no signs of loosening or abnormal wear. The tibial insert was then removed, the tibia translated anteriorly and again, no evidence of loosening or abnormal wear identified. Despite this, a new tibial insert was inserted and tapped into place. There were no complications noted. Doi: (B)(6) 2014. Dor: (B)(6) 2015, (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.